Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for bilirubin total gen.3 (bilt). The sample initially resulted as 6.83 mg/dl accompanied by a data flag. The data flag indicated that the sample was short. The sample was automatically repeated by the analyzer, resulting as 0.72 mg/dl. The erroneous result was reported outside of the laboratory. The sample was later repeated and resulted as 6.67 mg/dl accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The bilt reagent lot number was 60289301, with an expiration date of 02/29/2016. The field service representative suspected that the sample was either short or there was a bubble on the surface of the sample. He discussed proper sample handling with the customer.